Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion opening and delamination in diaphragm valve. Leak test was performed and found opening, delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve and striated edge opening on anterior. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "deflation", "hole on valve side". Device has been explanted.